Event description:
Info was received that reported a pt was hospitalized in 2008, due an incident of hyperglycemia. It was reported that the pt had been ill with a sinus infection for about 6 weeks. The evening before the incident the pt was feeling particularly sick and did not eat dinner, nor did she eat breakfast the next day. Midmorning the pt began vomiting and spilling ketones. The pt was brought to the hosp and had blood glucose of >700mg/dl upon admission. The pt was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.